Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient and a healthcare provider (hcp) via a manufacturer representative (rep) indicated that the pump and catheter were replaced on (B)(6) 2026. The patient's family stated that the pump should have alarmed them that it wasn't working and it did not. The reporter wasn't sure if it was the pump or a kink in the catheter that was the issue. The rep only learned of the issue minutes before the procedure and had no previous contact with this case. The rep did not know any of the patient's history or diagnostics prior to the case. The doctor explanted the pump and partially explanted the catheter. The catheter was cut in half and the intrathecal segment was left implanted. The doctor replaced with both a new pump and a new catheter. Both were verified to be working in the operating room (or). It was unknown if the issue was resolved. The pump was used to deliver gablofen (baclofen) 24mcg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who called asking if ¿the pump was designed to alarm for example if the medication had been delivered, if they could see logs to monitor the delivery of the medication¿. The agent reviewed general information on alarms. The caller mentioned that the patient had an intrathecal baclofen pump and had high spasticity. The caller then stated that in september when they got the pump refilled the first time everything was great. The caller stated "before they refilled, the pump showed not a lot which clearly he was getting the medication from the pump". The caller added, they "went back about 2 weeks ago to refill, the pump was supposed to start alarming because it's gone get to low", when they "went to go refill and take the medicine out the whole 6 months dose came out, there was no alarm saying it was sitting idle" and the caller was really concern and added that they were only told about this a week ago. The agent reviewed the healthcare provider¿s role and the pump logs and redirected the caller to the patient¿s healthcare provider. Additional information was received on 2026-mar-10 from a healthcare pr ovider via a company representative who reported that they attempted a dye study yesterday and it was unsuccessful. Per the caller, the patient was scheduled on monday the 16th for a pump and catheter replacement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing baclofen (500 mcg/ml at 59.98 mcg/day) via an implantable pump for intractable spasticity use. It was reported that the patient had hip surgery on (B)(6) and had more spasms since then. The healthcare provider (hcp) stated that they went to refill the pump today and was expecting less than 2.4 cc's remaining in the pump, but they got back 20 cc's which was how much the pump holds. The healthcare provider (hcp) confirmed that there were no falls or trauma that had occurred between then and now. The pump logs showed no alerts or issues with the pump. The agent reviewed option for the hcp to perform a catheter access port (cap) and catheter contrast study or a surgical revision if needed. The issue was not resolved through troubleshooting. Additional information was provided from a company representative (rep) stated that the pump and the catheter would likely be sent back for analysis.